Event description:
Customer reported receiving a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre sensor. Customer further reported receiving third-party treatment; however, no further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section d4: (serial number) has been updated from (B)(6) to (B)(6) based on the returned product. Sensor 0m000f07gph has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed based on the returned product serial number. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre sensor. Customer further reported receiving third-party treatment; however, no further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.